Manufacturer narrative:
Device not available for evaluation.

Event description:
The product was used during a pancreato duodenoctomy procedure. Reportedly, the suture knots were loose. The surgeon used another suture to complete the procedure. The hospital has reported no pt injury occurred.